Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient's aortic annulus was measured with the annulus as 71.5mm and the area as 395.5mm^2. The patient had a pre-existing condition of a completely right bundle branch block. During implant, upon deploying the valve at 80%, the patient went into complete heart block. The starting implant depth was 3mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The device was implanted. The final implant depth was 2mm from the ncc and 5mm from the lcc. The patient had prolonged hospitalization for monitoring. On (B)(6) 2024 a permanent pacemaker was implanted. The physician noted that the complete heart block was within expectations given the patient's history with a completely right bundle branch block. The patient status was stable.